Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level, value was not provided; cause was unknown. Reportedly, the customer "blacked out." Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.